Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the infusion sets were not adhering to his body for the full three days. The customer's blood glucose level went up to 533 mg/dl. The customer treated his high blood glucose level with a syringe. The customer had to change the infusion sets early due to high blood glucose levels. The device was not returned.